Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about 2 weeks ago. Patient stated the batteries wouldn't keep it charged and when they tried to charge the implant two parts of the recharger heated up almost to as hot as they could get, the recharger and the relay box. Patient confirmed that the controller would heat up when charging the implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Patient mentioned a little blemish on the cord near the paddle/cord area of the recharger. Patient plugged the controller into the ac power supply cord without the li battery pack inserted and the controller powered on. Patient then reinserted the li battery pack and the green light was blinking on the controller. Patient unlocked the controller and got no device found then got the message cannot recharge device because the controller battery was too low. Agent reviewed with patient to fully charge their controller. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) product type recharger was returned and the analysis results shows that worn donut. This does not impact the functionality of the recharger. High reading na. Low reading na. No device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.